Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female who underwent a breast augmentation revision with mentor siltex round moderate profile, 275cc saline prosthesis, experienced bilateral deflation post procedure. Patient stated that the left side deflated and then the doctor deflated the right side so it could look even; got out of the shower and noticed the implant was flat. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report relates to the right prosthesis.